Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side pain and rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Patient reported right side pain and rupture. Device was explanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture" and "pain". Later healthcare professional reported "this record is for the right side "breast pain" and "rupture". Later healthcare professional reported "hole, none-specific". Device was explanted. Device was returned.